Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number for this failure mode. The sample was not returned; however, two images were returned. Based on the images provided, failure of the balloon to deflate cannot be confirmed. Based upon the available information , the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event.

Event description:
It was reported that the pta balloon would not deflate after one inflation in the sfa. A needle was inserted through the skin to deflate the balloon and the catheter was retracted through the introducer sheath without further incident. There was no reported patient injury.